Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced a balloon burst on several different occasions noted below: (B)(6) 2018, (B)(6) 2019. Per additional information provided from the ibc via email (B)(6) 2019; the patient suffers from an enlarged prostate with urinary retention. The catheter was placed transurethrally using the syringe supplied in the tray. During each catheter change, the patient experienced bleeding. Per additional information from the ibc via email (B)(6) 2019; it is unknown if the balloon was missing any pieces.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient."

Event description:
It was reported that the patient experienced a balloon burst on several different occasions noted below: (B)(6)2018, (B)(6)2019. Per additional information provided from the ibc via email (B)(6)2019 ; the patient suffers from an enlarged prostate with urinary retention. The catheter was placed transurethrally using the syringe supplied in the tray. During each catheter change, the patient experienced bleeding. Per additional information from the ibc via email (B)(6)2019 ; it is unknown if the balloon was missing any pieces.